Manufacturer narrative:
Review of batch manufacturing record (bmr) including raw material inspection, in process & finished product inspection, does not reveal any discrepancy relevant to the batch under investigation, which confirms that there is no indication of a product related quality deficiency associated to this batch. Review of the complaint history identified no other incidents reported from this batch. Control sample analysis results confirm that there was no indication of a product quality deficiency in the batch under investigation. Attempts were made to obtained concomitant device and additional information. However, all requested information and concomitant device was not received. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the available information and without the concomitant device, it is not possible to draw a clinical conclusion between the device and the reported event. Considering the above and as clinical situations cannot be duplicated in our analysis lab, the exact root cause of the difficulty could not be determined. Neither the batch manufacturing record (bmr) review nor the control sample analysis including the complaint history review suggests that the reported failures could be related to the design or the manufacturing process. Note: this complaint is received from outside the USA. No units of this batch has been distributed in the USA. However, it is being reported to the usfda as this product is cleared in the USA (510(k): k160961).

Event description:
As reported, 3.00 x 15 mm mozec¿ nc rx ptca balloon dilatation catheter was used for the procedure. It has been stated the transition profile was insufficient in the transition into the vessel and stent, the procedures were failure due to lack of sufficient flexibility and lubricity, the balloon compliance was limited and the risk of procedural myocardial infarction increased due to the delay experienced due to the problem in retraction of the balloon.